Event description:
It was reported that balloon rupture and detachment occurred and removal difficulties were encountered. The 90% stenosed, 30mm in diameter, target lesion was located in the non tortuous, moderately calcified and 6.8mm in diameter superficial femoral artery. A 6.0mmx220mmx150cm sterling balloon catheter was advanced for post-dilatation. However, during the first inflation at 4 atmospheres for 3 seconds, contrast media leak was noted under fluoroscopy and the balloon ruptured due to severe calcification. When the device was removed, there was difficulty in retracting the balloon into the sheath but the whole section of the balloon was somehow retrieved into the sheath and it was noted that the balloon further peeled off from the shaft. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture and detachment occurred and removal difficulties were encountered. The 90% stenosed, 30mm in diameter, target lesion was located in the non tortuous, moderately calcified and 6.8mm in diameter superficial femoral artery. A 6.0mmx220mmx150cm sterling balloon catheter was advanced for post-dilatation. However, during the first inflation at 4 atmospheres for 3 seconds, contrast media leak was noted under fluoroscopy and the balloon ruptured due to severe calcification. When the device was removed, there was difficulty in retracting the balloon into the sheath but the whole section of the balloon was somehow retrieved into the sheath and it was noted that the balloon further peeled off from the shaft. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good. Returned device consisted of a sterling mr balloon catheter. The balloon was loosely folded with blood in the balloon, wire lumen (shaft) and inflation lumen (shaft). The tip, balloon, markerbands, proximal weld, and inner/outer shafts were microscopically and visually inspected. Inspection revealed a kink in the outer shaft located 25 mm from the strain relief, tip damage (slight notching), port weld damage, and a burst in the balloon material that was 13 cm in length. Inspection of the remainder of the device presented no additional damage or irregularities. There is no indication the device was inflated over rated burst pressure (rbp).